Event description:
A pt was reported to have received three small third-degree burns while being scanned. The burns were in the center of where the electrodes were on the pt. The electrodes are not mr compatible. Items have to be labeled mr compatible before they are approved for usage in a mr environment. The operator's manual warns against using metal in the mr environment. The pt was also sedated at the time of the exam but no one was observing the pt as recommended by the operator's manual.